Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis team. The instrument was visually inspected and was found to have a grip ring dislodged. The dislodged grip ring likely caused the grips to not open and close properly and fail initialization. The grip open lever was not functional. The grip ring moves freely up and down the grip on the grip drive adapter. Additionally, the instrument was placed on the in-house system and failed homing during initialization. No initialization failures were found in the logs. The instrument was found to have three 22024 errors stating.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the vessel sealer extend failed to complete the coagulation process and reported an error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed prior to use. The customer reported that the surgeon had experienced limited mobility of the instrument due to a malfunctioning tool joint. There was no error message when the vessel sealer issue occurred. The customer clarified that the fault was not with the sealing process, but with the defective joint of the tool. The replacement with another vessel sealer solved the issue.